Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. A haptic piece was available for investigation. One haptic was separated at the tip. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 255). Based on the available information and our investigation, we believe this event was not caused by our product quality. CAPA (B)(4) has been initiated for "damaged haptic" complaints.

Event description:
Damaged haptic after implantation. The trailing haptic was separated at the tip and stretched. The haptic piece was explanted from the eye. The iol was aligned and kept in the eye. The va of the patient was not impacted and the iol was not dislocated a few days after implantation. Patient condition and symptoms: no clinical signs, symptoms or conditions.